Event description:
Burn/shock. The customer said that he had pulled a calf muscle, and that he used the instant cold pack, in a ziplock bag, on the muscle. He said that he had the cold pack stored in his freezer for reuse, instead of the refrigerator. He didn't realize that it wasn't supposed to be stored in the refrigerator. He said that his leg was white and red that morning, and by that evening he had several small blisters and one large blister on his leg. He said that he now has about a hockey puck sized blister on his calf. He went to the doctor, and the doctor prescribed him a cream and said that it was a second degree burn. He thought his wife threw the cold pack away, and does not know the lot number.

Manufacturer narrative:
No sample was received, therefore, the issue reported could not be confirmed. Also, no lot number was provided so an investigation into the DHR could not be concluded. The label copy on the cardinal (B)(4) reusable cold pack clearly states: to reuse pack in refrigerator for 15 minutes, insulation side down. Do not freeze. Per the customer, he had the pack stored in the freezer instead of the refrigerator before placing it on his leg.